Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced backflow. The following information was provided by the initial reporter: we had an alaris pump infusion set ref# 2426-0500 malfunction. It turns out that the back check valve is allowing the fluid to back flow into our primary line when the seconday set is attached. The secondary set ref (B)(4) and we use the hanger that is included in the package.

Manufacturer narrative:
Investigation summary: one primary tubing (model 2426-0500) and one secondary tubing (model #72213n) were returned by the customer. It was reported that the back check valve is allowing the fluid to back flow into our primary line when the secondary set is attached. The samples were examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using a primary bag filled with clear saline which was then used to prime the set. The secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp. Fluid was found to be flowing normally. No back flow was observed. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A lot number is unknown, however, a possible lot number was identified to be 22013121. A device history record review for model 2426-0500 and possible lot number 22013121 was attempted to be performed, however, no data was found.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced backflow. The following information was provided by the initial reporter: we had an alaris pump infusion set ref# (B)(4) malfunction. It turns out that the back check valve is allowing the fluid to back flow into our primary line when the seconday set is attached. The secondary set ref # (B)(4) and we use the hanger that is included in the package.